Event description:
Spontaneous report. Patient reports freedom pump not working. Black arm on handle to wind won't move. Lot s.74793. Sn (B)(6). Pt has had pump for about 5 years. Pt did not experience an adverse event due to pc, pt was able to complete therapy with manual push. Defective device is available for return and is being replaced. No other information was provided. Reported to (B)(6) by: patient/caregiver.